Event description:
Unomedical reference number: (B)(4). Event occurred in (B)(6). The patient reported tubing got detached at the quick release. The patient observed insulin out of the tubing about 24 hours after changing the set. The patient had this issue with two sets. No further information available.